Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 131 alarm found in the pump history file and critical pump error (open book image) alarm during testing due to software error. Unable to verify pump error 130 alarm due to critical pump error (open book image) alarm.